Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were not provided. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause for the corrosion cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03880, 0001825034 - 2020 - 03881, 0001825034 - 2020 - 03882.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately 15 years later due to unknown reasons. It was noted the patient had a hematoma and the head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.